Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was attached to the bd micro fine plus¿ insulin pen needle. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: as per request, ftir analysis was completed on the dark material observed in the outer cover of the sample. The material appeared to be embedded in the outer cover but near the surface so a small piece of the dark material was easily removed and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely polypropylene. Visual examination was carried out on the returned sample and brown marks on the cover was observed. One open 32g x 4mm pen needle sample and eight photos were returned from lot. No. 8058890, cat. No. 320136. Visual examination was carried out on the returned sample and brown marks on the cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The most probable root cause was identified as being a buildup of degraded material in the vent area of the cavity and transferred during the moulding process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that foreign matter was attached to the bd micro fine plus¿ insulin pen needle. There was no report of exposure, injury, or medical intervention.